Event description:
The first day after surgery ((B)(6) 2017), the patient had throat discomfort, with a slight discomfort of substernal esophagus and middle & upper abdominal region. There was no fever or abdominal pain but since her blood leucocytes were high, she was placed on an intravenous infusion of cefazolin for anti-infection treatment. Later, the patient did have a fever, the highest temperature being 38.3 degrees celsius. The symptoms were marked by throat pain with a slight discomfort in the posterior esophagus and the middle and upper abdomen and fatigue. The patient refused to have a chest and abdominal CT done to determine the reason for the symptoms so the hospital continued the antibiotics, anti-inflammatory drugs treatment, and ppi drugs to protect the stomach. The fever lasted for more than three days; then the body temperature returned to normal and the symptoms gradually disappeared. On the sixth day ((B)(6)), the blood tests were normal. The patient remained on intravenous antibiotics for another two days and then was discharged on (B)(6) 2017.